Event description:
It was reported that the blue side of the zimmer ats 3000 tourniquet was leaking. Add'l clinical follow up with the customer indicated that the leak was observed during biomedical engineering test check and the set pressure was maintained in user mode during testing.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The svc record indicates that the device was mfg in may 2006 and has no repair history at zimmer surgical. Evaluation of the device observed that the lcd was dim duet to the age of the lcd, and damage to the control panel was noted. It was also observed that the diaphragms of both deflate valves were cracked, and the footpads were missing. Improper handling by the customer most likely caused the damage to the device which most likely led to the missing footpad, and most likely a cause of the damage to the control panel. The cause of the customer's event is most likely damage to the clippard and burkert deflate valves. This damage is most likely due to not maintaining the device per preventative maintenance or proper handling. The device was serviced and returned to the customer.